Event description:
It was reported that a large volume infusor leaked from an unspecified location at the hospital prior to use. The device had been filled with benzylpenicillin 9600mg in 240ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon follow up information, the reported leak was further found to be a compounding related issue. Therefore, this is no longer a device related issue. A device analysis will not be performed. Should additional relevant information become available, a supplemental report will be submitted.